Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that a high-energy endo therapy accessory may have been used without ensuring a sufficient distance from the distal end. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had the distal end burnt/ melted and distal end plastic cover burnt. The event occurred during an unknown event, and the procedure was diagnostic. There were no reports of patient harm.